Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was repositioned. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing discomfort at her ipg site due to its location. As a result, the patient will undergo surgical intervention to address the issue.